Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic rv pacing was inhibited and patient was asystole. Patient observed syncope. Externalized conductors on the lead were not observed via x-ray. Impedance and increase in threshold were observed on the lead and it was replaced. Patient was stable post procedure.